Event description:
Plaintiff reports initial bilateral implanttion 11/6/73 with explant 1/14/93. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."